Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced; however, the stent failed to progress through the lesion. When the stent was removed from the catheter, it was observed that there was a displacement of the mesh of stent. No patient complications were reported.

Manufacturer narrative:
The synergy ous mr 2.25 x 24mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified distal stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Device was loaded on a test guidewire without issue. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced; however, the stent failed to progress through the lesion. When the stent was removed from the catheter, it was observed that there was a displacement of the mesh of stent. No patient complications were reported.